Event description:
It was reported that the patient was not cooperative and thus, no esrt could be performed. Testing showed 4 electrode channels with status hi. The groudpath impedance was at 1.48 and all voltages were low.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.